Event description:
It was reported that this right ventricular (rv) lead was abandoned due to high shock impedances. It was believed that this lead was fractured. Another rv lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).